Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. See updated sections b3, b5, e2, e3, g2.

Event description:
Additional information was received from the customer. The issue was detected before a therapeutic celium procedure. The device did not light up. The intended procedure was completed with a similar device with no complications for the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct the manufacturer date in h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon of monitor will not turn on is likely due to failure of the power supply unit. The cause of the faulty power supply unit could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high-definition liquid crystal display monitor did not power up. No patient injury or procedure impact reported.

Manufacturer narrative:
Additional information was requested from the reporter. Initial reporter: (B)(6). The device was evaluated by olympus. The evaluation found ¿monitor did not power up¿ was confirmed. No further failure was identified. A full technical evaluation was completed in accordance with the specification. The monitor was tested and no image was displayed on the liquid crystal display (lcd) screen. It was identified that the power supply was found defective causing malfunction. Monitor was an old device model, discontinued and non-repairable. The monitor was placed in service in may 2013, with this being the first repair. Discontinued product and reported as non-repairable. Recommended replacement to next generation product. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.